Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system. Patient 1 - original sample tested with the cobas liat sn: (B)(4) generated sars-cov-2 positive, influenza a negative, influenza b negative results. The same sample was repeated on another cobas liat sn: (B)(4) and was negative for all targets. A second repeat of the same sample was performed on another platform (cepheid) and was also negative for all targets. A new sample was collected and tested on the cobas liat sn: (B)(4) and was negative for all targets. Patient 2 - original sample tested with the cobas liat sn: (B)(4) generated sars-cov-2 positive, influenza a negative, influenza b negative results. The same sample was repeated 3 times on the same cobas liat sn: (B)(4), another cobas liat sn: (B)(4), and another platform (cepheid) and was negative for all targets all 3 times. The negative results were reported. No harm alleged. Per the FDA eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
The product is performing as expected and no systems related issues were identified. Review of the pcr curves showed true amplification with no abnormalities typically associated with an erroneous result. Possible causal factors may be sample with a low titer at lod, differences in testing methods, and sample-to-sample variability.